Event description:
Note: this report pertains to the third of three reported malfunctions which occurred during the event. According to the complainant, during the procedure, the balloon ruptured inside of the patient. The procedure was considered unsuccessful and the physician stopped the procedure at that time. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Refer to MFR report #3005099803-2008-1813 and 3005099803-2008-1387 for details regarding the first and second devices, respectively.

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon had not been inflated. A functional test of the returned sample revealed that the balloon was successfully inflated to the three recommended inflation pressures for this balloon size. Therefore, the complaint could not be replicated in the lab and the cause of the reported malfunction could not be determined.